Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.

Manufacturer narrative:
One i3 unit and one set of i3 accessories were returned with the unit for investigation. Visual inspection revealed no physical damage to the unit. No software malfunctions or anomalies were observed. No error 5 appeared on handheld when the unit was powered on, however, an error 5 did appear on the backend. The complaint involving the unit displaying an error 5 was confirmed.